Manufacturer narrative:
D9: 05-feb-2026. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Nothing related to the reported issue was found in the event history log. Functional testing was performed and the reported issue was not confirmed. Preventative maintenance was performed. The device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had shown an alarm. It was stated that the alarm volume had either not worked or had been at a low level, and the pump had shut off while the patient had been sleeping. Therapy was still ongoing. Drug dose and total daily dose were 40 ng/kg/min. No patient harm.